Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the temperature was reading 8°c on the smart remote manager and 5°c on the fridge. A field service engineer calibrated the srm with a digital thermometer and verified the new calibration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a temperature reading malfunction in remote manager. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.